Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with it increasing gradually. Technical services (ts) was consulted and discussed how an increase in shock impedance measurements may affect therapy effectiveness. This device remains in service. No adverse patient effects were reported.